Event description:
According to the available information, the inflator of the device broke [failure to inflate].

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.